Event description:
Stone retrieval basket broke on the tip when it was being inserted during the removal of left ureteral and renal stones. Manufacturer response for zero tip nitinol stone retrieval basket, zero tip provided rga# and product return packaging.

Event description:
Stone retrieval basket broke on the tip when it was being inserted during the removal of left ureteral and renal stones. Manufacturer response for zero tip nitinol stone retrieval basket, zero tip provided rga# and product return packaging.